Event description:
It was reported that this pacemaker recorded a signal artifact monitor (sam) due to the patient experiencing paroxysmal atrial fibrillation (af) which resulted in the disabling of minute ventilation (mv). This device was prophylactically explanted six years later due to advisory. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.